Event description:
It was reported by customer that the needle is not retracting and when it does it pulls on the catheter causing it to bend or kink. It does not fully retract initially. It is delayed and unpredictable. Needle retracted slower than normal. The needle did not move at all after pressing the button. No patient involvement. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.